Manufacturer narrative:
Citation: sankalp gokhale, shariq a. Khan, david l. Mcdonagh, et al. "Comparison of surgical and endovascular approach in management of spinal dural arteriovenous fistulas: a single center experience of 27 patient." Surg neurol int. 2014; 5: 7. Published online 2014 jan 21. Doi: 10.4103/2152-7806.125628. The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown.

Event description:
Medtronic received information through review of literature that two patients treated with onyx for spinal dural arteriovenous fistula (sdavf) had recurrence of fistula and underwent successfully surgical ligation of fistula without any further recurrence. Patients in endo vascular group mean age was 65 years.